Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. The cylinders would not fill when pumped and air was seen inside the pump. A revision surgery was performed, during which a small hole was noted on the right cylinder. It was also noted that the implant might have been oversized. The device was explanted and replaced. There were no patient complications.